Manufacturer narrative:
This follow-up is being submitted to relay additional information. . The reported event cannot be confirmed. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. It was noted that the tibial tray mal-rotation was primary incorrect placement; however, this cannot be confirmed as no medical records were provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to report surgeon and hospital information.

Manufacturer narrative:
(B)(4). Concomitant medical products: articular surface, item# 00596205010, lot# 63866181. Report source - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately six months post implantation due to tibia mal-rotation. There is no additional information at this time.